Manufacturer narrative:
E3: css logistics specialist. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angiogram of the left leg via access in the right groin, the hub of a flexor ansel guiding sheath separated from the shaft. The patient was heparinized during the procedure. Additional information has been requested but is unavailable at this time.

Manufacturer narrative:
Additional information: b5, d9, e4, h3: device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. Correction: h6 (annex e, f, a, and g). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19mar2026. The device separated during removal. A dilator was not re-inserted into the sheath prior to removal; an unspecified catheter was inside the sheath at the time while the user withdrew the sheath over the catheter in order to deploy an unspecified balloon/stent. The hub of the sheath along with the shaft of the sheath were used to pull the device from the patient. The catheter and wire guides were exchanged. The access site was scarred from a prior femoral bypass procedure but not diseased. The bifurcation was acute and calcified. Resistance was encountered during insertion and or advancement of the sheath along with resistance during removal of the device. Resistance was not encountered during the insertion/advancement of any device through the sheath. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Upon return of the device to cook, the sheath shaft was separated within the strain relief.